Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) in less than four years and did not meet expected longevity. It was noted that left ventricular thresholds were high. The device was explanted and replaced. No patient complications have been reported as a result of this event.